Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter reads inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 10:30am). The patient reportedly obtained blood glucose readings of ¿400, 168, and 133mg/dl¿ with the subject, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing his blood glucose with any other device after the reported product issue occurred. The patient reportedly manages his diabetes with insulin pump therapy, however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of sweating and had difficulty speaking an unknown time afterwards and approximately five to ten minutes after the reported product issue occurred, the patient reportedly consumed food and/or drink as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.